Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. The customer's blood glucose level was 160 mg/dl. The customer was recommended to fill a new cartridge with a minimum of 145 units of insulin. The customer confirmed that a new cartridge would be loaded onto the pump.